Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead failed to capture. Upon inspection, tissue was found adhered to the helix. An attempt was made to reposition the ra lead on (B)(6) 2025, but the stylet could not advance, and the lead ultimately could not be implanted. The ra lead was successfully replaced, and the patient remained stable.